Event description:
It was reported by the facility staff that the pt, a paraplegic, was on the enterprise bed when one of the pt's legs went over the side of the bed and the pt suffered an abrasion (unclear as to what part of the bed/railings caused the abrasion, or what part of the leg this happened to).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4) (registration #3003984900). Additional info will be provided following the conclusion of the manufacturer's investigation.